Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1.: initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
One (1) false negative result for acinetobacter baumannii was reported after the use of expired bd bactec¿ plus anaerobic/f culture vials (plastic). The issue was attributed to user error. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: introduction: material #: 442022 lot/batch/serial #: (B)(6) (expiration date: 10apr2026) customer claim: we have 1 false positive result and 2 false negative results from the blood culture bottles for anaerobes with lot 5155532 with an expiration date of october 3, 2026. Investigational testing/ review: upon further evaluation it was noticed that complaint received was from a product that had already expired. Product insert warnings and precautions sections state that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also, prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. Complaint history review: a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Conclusion/outcome: complaint is unconfirmed. No corrective actions were required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The waters business team regularly reviews the collected data for identification of emerging trends monthly.

Event description:
One (1) false negative result for acinetobacter baumannii was reported after the use of expired bd bactec¿ plus anaerobic/f culture vials (plastic). The issue was attributed to user error. No adverse impact was reported regarding the patient or user at this time.